Manufacturer narrative:
The problem was due to routing board failure. After the component replacement, the laser system restarted to work. We are unaware about patient injury.

Event description:
The laser system has the following problem: "no energy output while pressing footswitch". No adverse effects to patient were reported.